Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure in 2006. One month postoperatively, the pt started having lower back aches and leakage of urine. The urologist prescribed levaquin for a possible uti. At a follow up appointment, the pt was still having stress incontinence problems and was told to take sudafed which did not improve symptoms. The pt then experienced urinary pain, itching, and burning in the uretha, pelvic/genital/vaginal area, and at the entry site of the surgical procedure in both buttocks, causing difficulty with walking and function from the discomfort. The pt was then prescribed cipro but did not see any positive results after 2 days. The first urinalysis test was negative. Cystoscopy and urodynamic testing were negative. The physician prescribed tofranil for possible bladder spasms which has helped symptoms. However, the pt has experienced lower blood pressure, dizzy spells and near fainting from the tofranil.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.